Manufacturer narrative:
Product analysis: analysis was able to confirm customer comment that the external pulse generator (epg) had a damaged display. The hanger assembly was broken. The main world label and keypad were damaged. The encoder assembly was contaminated, but functional. One knob and one case screw were contaminated. The main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken screen. There was no patient involvement.